Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial training the ilet bionic pancreas produced alarms that were quieter than expected compared to other devices, prompting an engineering review of the pump and consideration of a septum-related contributing factor; the user proceeded with training and relied on the follow app for alerts while a replacement unit was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no reported medical intervention or hospitalization. Investigation included engineering assessment and device review. Investigation of this case revealed an alarms/alert audibility performance concern consistent with a device malfunction, with potential involvement of the pump assembly and septum components, though no definitive component failure was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction speaker failed and the volume remains low.